Manufacturer narrative:
Update to h6 (device code, type of investigation, investigation findings,and investigation conclusions) and h10 to reflect engineering evaluation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The 3mensio imaging was provided and revealed a tortuosity and calcification was present in the patient's access vessel. A device history record (DHR) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history was completed and there were no other complaints related to this event. The commander delivery system with s3/s3u/s3ur IFU and procedural training manual were reviewed for guidance and instruction. The procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock and check delivery system before valve alignment. If kinked, do not use. Maintain guidewire position in the left ventricle during valve alignment, manage guidewire position, guidewire can move proximally during valve alignment, and the warning marker indicated the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, fine adjustment indicator shows how much fine adjustment is left and if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment and fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. In addition, procedural manual provides guidance on retrieval back into the sheath tip. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip and ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for withdraw catheter and valve through vasculature/ sheath with thv dislodged off balloon during withdrawal through sheath and valve alignment difficulty or inability were unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during valve alignment with a 23mm sapien 3 ultra valve in the aortic position, the valve was misaligned too far on the balloon'. Per the training manual, 'slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap' and "do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment.' As such, it is likely that during fine adjustment of the valve onto the inflation balloon, fine adjust wheel was overly dialed causing the valve being positioned too distal on the inflation balloon. As reported, 'it was determined that potential for valve embolization was high and therefore, the decision was made to remove the entire system, valve, delivery system and 14f esheath+. It was believed that the valve was in the sheath as the sheath and delivery system were removed as one unit from the patient. A new sheath was inserted followed by new commander delivery system and valve. During removal of the second sheath, it was noticed on imaging that the first valve was not removed from the body and was at the tip the sheath'. Review of the provided 3mensio imagery shows tortuosity and calcification in the patient's access vessels. The presence of tortuous access vessels is known to contribute to suboptimal withdrawal angles by preventing coaxial alignment between the delivery system, crimped valve, and sheath tip. Such non-coaxially could have caused thv to catch on the sheath tip and dislodge from the balloon during withdrawal attempts. It is also possible that the improperly aligned thv itself (too distal, sitting over tapered balloon end) promoted the dislodgement by causing the valve to slip off the tapered balloon profile during system retrieval. In this case, available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal crimped valve, and over-rotation of fine adjust, valve aligned too distally) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was discarded.

Event description:
As reported by the edwards field clinical specialist, during valve alignment with a 23mm sapien 3 ultra valve in the aortic position, the valve was misaligned too far on the balloon. An attempt was made to cross the native valve and pull the pusher back and determine if balloon would adjust in the valve to a position better for balloon inflation. It was determined that potential for valve embolization was high and therefore, the decision was made to remove the entire system, valve, delivery system and 14f esheath+. A new sheath, ds and valve were prepared. It was believed that the valve was in the sheath as the sheath and delivery system were removed as one unit from the patient. A new sheath was inserted followed by new commander delivery system and valve. The second valve was deployed without difficulty and the delivery was removed. During removal of the second sheath, it was noticed on imaging that the first valve was not removed from the body and was at the tip the sheath. The wire position was maintained, and the valve was attempted to be removed through the sheath. After failed attempts to remove valve with a larger sheath, it was decided to perform a cutdown. An open cut down surgical procedure was performed, and the valve was removed. The patient was discharged in stable condition.